Event description:
User facility reports a cut in the pump segment tubing 1:39 into dialysis treatment. The reported event may have been caused by user error of improper or incomplete insertion of the pump segment tubing into the machine housing. The machine manufacturer has provided information to the user on proper installation of the pump segment tubing. Due to potential for contamination and in compliance with the facility's procedure, the extracorporeal circuit was discarded resulting in ebl=250cc. There was not pt injury or need for medical intervention reported. This MDR is filed for blood loss only.